Event description:
It was initially stated that the insulin pump gave an off no power alarm, without first giving a low battery alarm. It was then stated that the customer was hospitalized for diabetic ketoacidosis and ketones. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.